Event description:
Rep reported that the evd came out of the patient. It is not believed to have been broken, however the rep is not sure how it was removed. More information is expected. As a result the evd was replaced along with the eds system.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.